Event description:
It was reported that this lead was an attempted implant. There were abnormal impedance measurements and upon inspection, the seal of the lead coil appeared damaged. The lead is expected to be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position, and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of the impedance issue, or damage to the sealed coil of the lead. The helix difficulty allegation was confirmed based on the field report, and the finding of dried body fluid in the helix housing, which prevented direct testing of the helix mechanism.

Event description:
It was reported that this lead was an attempted implant. There were abnormal impedance measurements and upon inspection, the sealed coil of the lead appeared damaged. The helix mechanism could not be extended in the patient for several attempts. The lead is expected to be returned to boston scientific. No adverse patient effects were reported. This lead was received for analysis.